Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left brachial vein. A 6.0mmx40mmx80cm sterling balloon catheter was advanced to dilate the lesion. Three dilatations were successfully done at 14 atmospheres in each inflation. However, during the fourth inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen (shaft). The tip, balloon, markerbands, proximal weld and inner/outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 9mm distal from the proximal markerband. Inspection of the remainder of the device found no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left brachial vein. A 6.0mmx40mmx80cm sterling balloon catheter was advanced to dilate the lesion. Three dilatations were successfully done at 14 atmospheres in each inflation. However, during the fourth inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.